Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer¿s parent reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with a blood glucose of 543 mg/dl. Blood glucose was 590 mg/dl at the time of admission. The customer experienced symptoms of high blood glucose value such as nausea, vomiting, abdominal pain and breathing difficulty. The customer was treated with fluids and intravenous solution in the hospital. The customer was using the insulin pump within 48 hours of high blood glucose event. The customer also reported that the insulin pump was using the auto mode feature.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 543 mg/dl. The customer did experienced symptoms of high blood glucose value such as nausea, vomiting, abdominal pain, difficulty breathing. The customer was treated with fluids and intravenous solution in the hospital. Based on customer report customer did not allege the insulin pump was under delivering. The customer was using the insulin pump within 48 hours of high blood glucose event. The customer also reported that the insulin pump was on auto mode. The insulin pump will not be returned for analysis.